Manufacturer narrative:
The insulin pump was received with a completely broken reservoir tube lip, missing reservoir tube o-ring, cracked battery tube threads, and cracked casing at a display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a damaged reservoir compartment; the plastic was falling off. The patient's blood glucose at the time of incident was 7.3 mmol/l. The customer did not know how the damage occurred. The insulin pump was returned and replaced.